Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device and noted a separation of the inner member 6mm distal to the guidewire notch. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory device support. In this case, it is possible that the device interacted with the anatomy during advancement resulting in the reported failure to advance and noted inner member bunching. Further manipulation of the device during retraction may have possibly contributed to the noted stretched inner member and guide wire exit notch, ultimately causing the noted inner member separation; however, due to the limited information provided by the account, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The 2.50x28mm xience sierra stent delivery system failed to cross. The source of the resistance was not provided. The xience sierra was replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Per the device analysis there was a separation of the inner member 6mm distal to the guidewire notch. The outer member remained intact.